Event description:
C-cc-hs - hub/extension tube damaged or out of spec; it was reported that the clinician noticed blood on the sheet of a patient, went to turn the patient and noticed that the ventricular port (gray) was detached. The distal end was leaking, not a signficant amount of blood just leaking from the port. Patient was in cardiothoracic ICU. Following upw/customer to find out additional information. It was indicated that device was disposed further follow up indicated that blood leakage was observed around the "grey" port, clinician checked on customer and noticed port was dislodged, the port could be easily detached by a slight pull.

Manufacturer narrative:
Device discarded at hospital.